Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported an instrument broke during a procedure. There was no delay or injury to the patient. More information was requested and has yet to be received.

Manufacturer narrative:
The returned elevator was evaluated for the complaint that the instrument fractured during surgery. Upon evaluation the instrument tip was found to have been broken off; therefore, the complaint is confirmed. There are scratches and normal signs of wear indicating the use of the instrument. There were no indications of manufacturing defects. The most likely underlying cause of the complaint issue is excessive force by the user.